Manufacturer narrative:
The t:slim user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally fill their tubing while still connected to their infusion set. There was no impact to the customer's blood glucose level.